Event description:
MRI discovered extracapsular and intracapsular rupture of sientra smooth round silicone breast implant causing pain in left chest and armpit. Model: 10521-495hp, sn: (B)(6). No smoking, no alcohol use, normal bmi.